Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device components were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: 18244998, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 18244998/18355011.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device components were not returned. No further information has been obtained despite good faith efforts. Additional information was received that the patients devices were still implanted and the patient did not underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: 18244998, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 18244998/18355011.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device components were not returned. No further information has been obtained despite good faith efforts. Additional information was received that the patients devices are still implanted, and the patient did not undergo an explant procedure. Additional information was received that the patient underwent an implantable pulse generator replacement procedure due to frequent charging. It was also noted that the leads were revised wherein they were replaced and placed higher to get a better low back coverage. The patient was doing well postoperatively, and all explanted device components will not be returned per facility preference.